Event description:
It was reported a patient's atrial lead presented with oversensing noise due to an insulation anomaly. The patient experienced dizziness and there was an inhibition of pacing. Programming changes were made at a prior visit to restore normal parameters. The patient was stable.

Manufacturer narrative:
Correction: b5 - should have included "inhibition of pacing."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with oversensing noise due to an insulation anomaly. The patient experienced dizziness as well. Programming changes were made at a prior visit to restore normal parameters. The patient was stable.